Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from her adc freestyle libre sensor perceived to be erroneously high. Customer further reported that on (B)(6) 2017 she received a sensor reading of 437 mg/dl at 8:30 pm and self-administered an unspecified amount of insulin. At approximately 1:00 am customer began ¿convulsing¿ so emergency personnel were called and she was ¿rushed¿ to the hospital. At the hospital, customer was admitted to the intensive care unit, where a laboratory reading of 57 mg/dl was received, customer was diagnosed with hypoglycemia and treated with oxygen and glucose via an unspecified route of administration. The customer also reported receiving a sensor reading of 415 mg/dl, but it is unknown when this reading was obtained in relation to the laboratory reading. The customer further noted that her blood glucose went up and down while in the hospital. There was no report of death or permanent injury associated with this event.